Event description:
It was reported that during the initial implant procedure, after fixation at implant site, the helix retracted without manipulation resulting in dislodgment of the right ventricle (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and helix retraction without manipulation. As received, a complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. The reported event of helix mechanism anomaly was confirmed. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix mechanism issue reported in the field. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of helix mechanism anomaly was isolated to the helix being clogged with blood/ tissue.